Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had an open reduction internal fixation (orif) proximal tibia fracture with a locking compression plate (lcp) 4.5mm proximal tibia plate. The proximal fracture was reduced and 2.0mm wire was placed through the plate in k-wire holes to maintain temporary fixation. After the screws were placed in the plate for definitive fixation, the surgeon attempted to remove the 2.0 mm k-wires. One wire was removed without incident however the second wire became stuck and broke at the edge of the plate. Approximately 50mm of the 230mm k-wire was retained inside the patient¿s proximal tibia. Due to the nature of the fracture, the surgeon did not want to remove the plate and attempted to retrieve the broken piece which remained in the patient. The surgery was completed successfully and the patient status was ok. There was no surgical delay. This report is 1 of 1 for (B)(4).